Event description:
Customer was riding the sre-1550 inclined stairlift on his stairway when the seat assembly pivot bolt became loose, this caused the seat assembly to pivot to one side. The customer fell out of the seat and down 10 stairs. The customer may or may not have sought medical attention due to this incident.

Manufacturer narrative:
As of the submission of this report, the authorized bruno dealer that had done the installation, had gone to the customer's residence and repaired the unit to its original condition.